Event description:
It was reported that during a neck dissection procedure, there were malformed clips, as if the clips are not loading properly after a firing. There were no patient consequences. Case completed with another device of the same product code. Device was discarded.

Manufacturer narrative:
(B)(4).